Manufacturer narrative:
This report is for one (1) unknown screwdriver. Part#, lot# and UDI # is not available. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. This report is for one (1) unknown screwdriver. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent procedure for hardware removal of the wrist. The surgeon was attempting to remove an embedded screw from the patient¿s wrist, and while turning the screwdriver, the very tip of the screwdriver that goes into the screw broke off. No fragments were known to go into the patient, and both the screw and broken fragment were removed easily from the patient. There was no damage to the screw. Another screwdriver was on hand to complete the operation. There were no devices that were implanted after the removal of the screw. There was no known reason for the hardware removal, and no date on when the original surgery took place. The procedure was completed successfully with no reports of surgical delay or medical intervention. The patient¿s post-operative status was noted to be stable. Concomitant devices reported: unknown screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown screwdriver. This is report 1 of 1 for (B)(4).